Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for glass breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the tube broke during centrifuge. The following information was provided by the initial reporter, translated from french to english: today another cpt tube broke. There were 8 tubes in total and I used two different centrifuges, where I placed 4 tubes in each.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the tube broke during centrifuge. The following information was provided by the initial reporter, translated from french to english: today another cpt tube broke. There were 8 tubes in total and I used two different centrifuges, where I placed 4 tubes in each.